Manufacturer narrative:
Field svc engineer found the infimed computer keyboard failed at start up and would not accept any numbers or letters pressed as any input to the sys. When the keyboard failed, sys would not advance to fluoro stage. Fse removed the keyboard and replaced it with keyboard replacement kit, pn 710271 and tested unit as per hut dr svc checklist. Sys passed all svc tests and was returned to full svc by the customer. Keyboard was returned to covidien. Logitech p/n 868026-0403, serial # (B)(4). It was tested in the reliability lab on (B)(4) 2011, and all functions appeared normal. It was installed on a lab hp tower pc, which booted normally. All keys were tested and functioned without issue, including the keypad, numlock and caps lock keys. It is unclear what may have caused the issue described.

Event description:
On (B)(6): customer reports male pt having a retrograde pyelogram procedure when sys fluoro failed. Staff brought in a portable c-arm fluoro unit and procedure was completed without further incident. No reported injury.